Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported they noticed a small hole in the pump segment of the tubing which leaked tpn on the floor while connected to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a small hole in the silicone pump segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing confirmed leaking from a small hole on the silicone pump segment tubing near the upper fitment. No crush marks or tool marks were observed on or around the upper fitment. No other leaks were observed throughout the set. The root cause of the small hole was not be determined.